Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed replace battery now. Customer was assisted with troubleshooting for alarm. Customer's blood glucose was unknown at the time of incident. Customer stated that the battery was not previously used, that the insulin pump was not dropped, the drive support cap was not damaged, and that there were no unattended alarms. The customer stated they did not receive a low battery alert prior to the replace battery now alarm. New battery resolved the issue. The insulin pump's history indicated that there was power loss alarm. Customer stated that they received multiple power loss alarms when batteries were out of the pump less than ten minutes. The customer was advised to monitor insulin pump. The insulin pump will not be returned for analysis.